Event description:
Healthcare professional reported 'suspected bilateral rupture.' Device remains implanted. Record is for the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec) ¿ capsular contracture: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported 'suspected bilateral rupture.' Device remains implanted. Record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d9, h3, h6. The event of "capsular contracture and lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii and lymphadenopathy.

Event description:
Healthcare professional reported suspected rupture and capsular contracture, baker grade iii, with ¿breast hardening, and swollen lymph nodes¿. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 27feb2024.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.